Event description:
A surgeon reported that during a laser assisted cataract extraction with intraocular lens implant procedure, the pt experienced a posterior capsule tear in the right eye. The surgeon noted a circular hole in the capsule bag created by the settings being too high in irrigation/aspiration mode. There was no vitreous present in the anterior chamber and no add¿l procedures were performed. The intraocular lens was inserted into the sulcus. The pts symptoms have resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).